Manufacturer narrative:
The investigation is in progress.

Event description:
It was reported to gore that the arrowhead dislodged from the capio suture capturing device when fired. The arrowhead was left in the patient. Lot number and patient information is being requested.